Event description:
The lay user / patient contacted lfs on (B)(6), 2010 alleging that the one touch ultralink meter powers off during use. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned that the alleged issue first began at 10:00pm on (B)(6), 2010. Approximately six hours later, the patient felt sluggish. The patient did not seek any medical attention or contact his physician for assistance. This is not the first time the product is being used. The patient denied any misuse of the product. The batteries did not need to be replaced. The issue was not resolved via troubleshooting. The product was replaced. No further clinical information was provided. It would have been helpful; to know the patient's diabetes regimen, readings prior to the event and how long the symptoms lasted and to verify whether the patient attempted to self-treat due to the alleged issue. There is no evidence that the meter caused or contributed to an adverse event since the symptoms are not suggestive of a serious injury and denied seeking any medical attention. The complaint is being reported since the power issue was not resolved.

Manufacturer narrative:
A2 &a4 information was not provided. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.